Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was charging yesterday when an alert power on reset (por) message appeared on the recharger. The meaning of the por was reviewed and how to clear it. The por was successfully cleared.